Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose high of 502 mg/dl. Come off remove/install battery cap troubleshooting was done and customer stated that, they are unable to remove the battery cap on their pump. Customer has been running high cause of some medicine he is on pain pills. They cannot find the in warranty pump, they sent in the wrong one. He put the cannula where it bends, but they did not want to troubleshoot for the high blood glucose. The insulin pump will be returned for analysis.